Event description:
It was reported that during an unknown procedure, the rubber part started to come off of the jaw of the device. Another like device was used to complete the procedure. There was no patient consequence.